Event description:
Dr reported that an implant failed to integrate due to infection. Pt is reportedly fine.

Manufacturer narrative:
No observable defects could be found with the component itself. Measurements taken met design requirements. Measurements taken indicated that the product reported as pn 1856 was actually pn 1851. Co was unable to review the lot history of the subject product since the product's lot number was not provided by the dr's office.